Event description:
Caller reported a malfunction on the pump identified by code malf 16. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. Customer was advised to call back if any further issues arise.